Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from the (B)(6) of bacterial peritonitis in a patient coincident with extraneal viaflex therapy for heart failure. At the time of this report, the action taken with extraneal therapy was unknown. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2012, the patient began remedial treatment with unspecified antibiotics for the peritonitis. The patient was recovering from the case of peritonitis. Per the physician, the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.